Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter appeared to be smaller than usual. No patient injury was reported

Manufacturer narrative:
Received 6 - 14 fr tracheal suction cath 'n sleeve kit with the original packaging closed. The reported event was confirmed as manufacturing related. During the visual inspection, the 6 samples were opened and noted that the catheter configuration did not match the current configuration of catalog 0089340. Since the catheter include printing numbers, the 14fr catheter requires a plastic sleeve and no printing is required over the catheter. In order to verify the french size of the samples received, they were measured with a french gauge. During the dimensional assessment, it was found that 6 samples measured 8 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "ref: (B)(4) bard 100% latex-free cath'n sleeve suction kit with solution container, csr wrap and two vinyl gloves. 14 fr. (4.7mm, 3/16") plastic catheter. 22" (56 cm) length. Two eye, whistle tip control vent. Instruction for use baw7692252, rev.0: single use do not resterilize. Do not use if package is damaged. Not made with natural rubber latex. Sterilized using ethylene oxide". (B)(4).

Event description:
It was reported that the catheter appeared to be smaller than usual. No patient injury was reported.